Event description:
Customer reported that the screen of a pump was broken, causing it to remain black even after being plugged in. There was no adverse impact to the customer's blood glucose level. The pump was expected to be returned for assessment, and a replacement pump had already been provided.